Event description:
Information received from the consumer patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain. The patient had been in and out of the hospital because of their pump. The pump "quits working for a while, then its fine." The patient also reported that sometimes it feels like "too much medication and "sometimes I'm in bed for a week." The patient stated that "sometimes it comes on real slow and sometimes it comes on in an hour." The patient also stated that "one time I heard it beeping then it quit." The patient had been in the hospital multiple times and that they were in the hospital two days ago. Sometimes when the patient would go to the hospital, they would give the patient a shot. The patient had symptoms of "sick, dehydration, pain, blood pressure goes up, heart starts pounding." The patient had pancreatitis. It was noted that the event had been going on "a few years" and that episodes occur "off and on." It was noted that the situation was being addressed by their physician.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal dilaudid at 4.7 mg/day and a secondary drug - the consumer did not know the secondary drug and stated it was "bu-ifferent." The indication for use was non-malignant pain. The patient reported over/underdosing and lying in bed. The health care provider (hcp) was doing a dye study on (B)(6) 2016 and saw the patient's phone. The hcp asked if the patient was recording the dye study. The hcp then discharged him from care and cancelled the order for his oral medication. The consumer reported that the pump was defective. The hcp couldn't access the pump and reported there could be a kink. The consumer had read all the recalls and knew the pump was defective. It could not be determined if the patient had a catheter issue or a pump issue. It was noted that the patient was offered hcp listings several times but declined. The patient did not have a hcp. Their hcp discharged them on (B)(6) 2016. The patient noted that when he had to go to the emergency room when his pump wasn't working, they didn't treat the pump and "shot" him up with dilaudid and phenergran. Additional information was received from a manufacturing representative. Prior to the dye study on (B)(6) 2016, the patient was new to the clinic and the hcp had only seen the patient once. Prior to that, a nurse practitioner had been seeing the patient, but she left and relocated to another clinic. The hcp did not have the history of the pump since the patient had transferred from another city but stated they did not have reports of overdose/underdose. The patient went into the clinic on (B)(6) 2016 making statements about his defective pump. The hcp then scheduled the dye study. While in the pre-op waiting room, the patient began that the office did not supply him with enough oral medication to get him through the weekend. The patient then began asking the nursing staff questions about the pump and the recalls and was recording their responses with his phone. Prior to bringing the patient back for the procedure, the nurse held the phone for the patient. The hcp did ask the patient if he was recording the procedure but the nurse informed the hcp that she had the phone. The hcp proceeded to attempt to aspirate from the catheter access port (cap) but was unable to draw back any drug. The hcp commented that it could be a catheter kink but it did not necessarily mean there was anything was wrong with the system. The hcp attempted to explain that he could aspirate the reservoir to assess the volume and had planned to do a rotor study but did not want to risk bolusing the patient. The hcp informed the patient he was willing to troubleshoot the pump but there was a protocol to follow. The patient continued to get escalated. The hcp informed the patient he could either do it his way or be discharged; the patient was then discharged for his continued behavior. It was noted that there were not many hcps in the area that would accept the patient's insurance. The manufacturing representative stated the patient may have a difficult time finding a hcp to manage his pump. The manufacturing representative suggested the patient may need to go back towards another city and where there was a nurse practitioner that used to fill the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-15. The patient¿s pump was removed and replaced with a different manufacturer¿s pump because it was acting up within months of implanting it. The patient stated that for five years, the patient knew something was wrong. The patient stated he was almost killed and probably should have died because of the pump. The patient was on 5 mg of dilaudid. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.